Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the device would not open after it was fired. Another was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.46944. Date sent: 11/12/1998. Ligaclip rotating multiple clip applier: based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled and fed the clips as designed. The clip form was within design specification. It was concluded that the instrument was conforming to design specifications. The experience the surgeon reported could not be repeated.